Event description:
It was reported that the atrial lead exhibited noise. The noise could be reproduced with isometrics. The sensitivity was decreased. The noise continued and the lead was scheduled for revision on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.